Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced needle issue event on (B)(6) 2026. The adhesive patch and cannula housing detached from the spring prior to insertion the patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.